Event description:
This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 08-dec-2017 from a nurse. This case concerns (B)(6) year old female patient who received treatment with synvisc one and after 7 days of receiving injection, patient had increased pain in both knees and knees were swollen. Also device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection at a dose of 1 df once (batch/lot number: 7rsl021, expiry date: unknown) for bilateral knee arthritis. On (B)(6) 2017, 7 days after receiving synvisc one injection, patient called the office complaining that both knees had increased pain and hurt worse than prior to the injection and they were swollen. Patient was told to continue to rest/elevate and take anti-inflammatory drugs. The patient has not called back. Corrective treatment: not reported for device malfunction; rest and elevate and take anti-inflammatory medications for rest events. Outcome: not recovered for all events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: important medical event for device malfunction. Pharmacovigilance comment: sanofi company comment for follow up dated 8-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and had knee pain and swelling. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This case is cross referenced with case: (B)(4). This unsolicited case from united states was received on (B)(6) 2017 from a nurse. This case concerns 76 year old female patient who received treatment with synvisc one and after 7 days of receiving injection, patient had increased pain in both knees and knees were swollen. Also device malfunction was identified for the reported lot number. No concurrent condition was provided. The patient's medical history included anxiety, hypertension, high cholesterol, hernia and thyroid. The patient had allergy to codeine, sulfa (drug allergy) and iodinated contrast. The patient's concomitant medications included omeprazole, amlodipine, benazepril, furosemide, levothyroxine sodium (synthroid), hydrocodone bitartrate/paracetamol (norco), isosorbide, glyceryl trinitrate (nitrostat), sertraline hydrochloride (sertraline), rosuvastatin. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection at a dose of 1 df once (batch/lot number: 7rsl021, expiry date: unknown; batch/lot number: 7rsl019; expiry date: 01-may-2020) for bilateral knee arthritis. On (B)(6) 2017, 7 days after receiving synvisc one injection, patient called the office complaining that both knees had increased pain, swelling and hurt worse than prior to the injection and they were swollen. The patient's knees were swollen. The patient went to the emergency room (ER) due to pain. Patient was told to continue to rest/elevate, take anti-inflammatory drugs, use ice if not better (swelling redness drainage call back). The treatment with synvisc one was discontinued due to event. The swelling and pain were related to injection. Corrective treatment: not reported for device malfunction; rest and elevate and take anti-inflammatory medications for rest events outcome: not recovered for all events a pharmaceutical technical complaint was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: important medical event for device malfunction. Additional information was received on 17-jan-2018. Global ptc (pharmaceutical technical complaint) was added. Text was amended accordingly. Follow up was received on 17-jan-2018. No new information received. Additional information was received on 09-apr-2018 from the nurse. The additional batch/lot number of suspect product was added. The event verbatim was updated from "knees were swollen" to "knees were swollen/increased swelling" and its onset date was updated to 16-nov-2017. The medical history and concomitant medications were added. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 09-apr-2018:the follow up information recieved does not change the previous case assessment. This case concerns a patient who has received synvisc one injection from the recalled lot and had knee pain and swelling. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This case is cross referenced with case: (B)(4). This unsolicited case from united states was received on 08-dec-2017 from a nurse. This case concerns 76 year old female patient who received treatment with synvisc one and after 7 days of receiving injection patient had increased increased pain in both knees/pain in knees/ hurt worse than prior to the injection and knees were swollen/increased swelling/swelling/ patches of puffiness; and after unknown latency had the side hurt to touch/ hurt up to groin area and down her leg/ right leg was worse than left one stay in a wheelchair and could feel like there was something in the joint when she walked after 1 day couldn't get up. Also after unknown latency, patient was unable to walk, had pain in knees after 1 day. Also device malfunction was identified for the reported lot number. No concurrent condition was provided. The patient's medical history included anxiety, hypertension, high cholesterol, hernia and thyroid. The patient had allergy to codeine, sulfa (drug allergy) and iodinated contrast. The patient's concomitant medications included omeprazole, amlodipine, benazepril, furosemide, levothyroxine sodium (synthroid), hydrocodone bitartrate/paracetamol (norco), isosorbide, glyceryl trinitrate (nitrostat), sertraline hydrochloride (sertraline), rosuvastatin. Patient had a hip x-ray previously and everything was fine. Patient had osteo in back and underwent triple bypass two years ago (2016). Patient was not on any prior immunosuppressants and not allergic to any avian products, but was allergic to sulfa. Patient also received celecoxib (celebrex) and acetylsalicylic acid (aspirin) for back pain. On 09-nov-2017, the patient initiated treatment with intra-articular synvisc one injection at a dose of 1 df once (batch/lot number: 7rsl021, expiry date: unknown; batch/lot number: 7rsl019; expiry date: 01-may-2020) for bilateral knee arthritis. The physician provided the syringe in the office. Patient did not think anything else was injected that day, but the area was cleaned and they may have sprayed it with something to deaden the area. On (B)(6) 2017 , 1 day after the injection, pain started in knees and legs. Patient was using wheelchair all weekend and was unable to walk on an unknown date in(B)(6) 2017 (latency: unknown). On an unknown date in (B)(6) 2017 next morning after the injection, patient couldn't get up. On (B)(6) 2017 patient was advised to continue ice. On (B)(6) 2017 7 days after receiving synvisc one injection, patient called the office complaining that both knees had increased pain, swelling and hurt worse than prior to the injection and they were swollen. Patient had some swelling (circumference unknown) and when she touched the side it hurt to touch. It would be a 10 on pain scale of 0-10. Patient did not had any redness or warmth to the area. Patient could feel like there was something in the joint when she walked. It hurt up to her groin area and down her leg. The right leg was worse than the left one. Patient never had that kind of pain before. Patient iced the knee and took some pain medication. The pain medication didn't touch it. The patient's knees were swollen. The patient went to the emergency room (ER) due to pain. Patient was told to continue to rest/elevate, take antiinflammatory drugs, use ice if not better (swelling redness drainage call back). The treatment with synvisc one was discontinued due to event. The swelling and pain were related to injection. On an unknown date in (B)(6) 2017 patient had to stay in a wheelchair after that and continued to be in a wheelchair. On monday morning, patient called the office and was told to just ice the knees. Patient had already been doing this. It was reported that the pain was so severe that patient went to doctor on (B)(6) 2017 , who gave her prednisone 40 mg morning and evening to take for 10 days. Prednisone relieved it a little, but it had been horrible. Patient was on celebrex and aspirin for previous back pain, but her physician told her not to take these while on the prednisone. After the 11 days, patient called her physician back because the day after her last dose of prednisone, the pain returned and patient was allowed to take the prednisone for 8 more days. It was reported that the patient suffered for 2 solid months and was still in pain. It felt like something was in there. Patient still had patches of puffiness. When patient sat on the toilet with her leg pulled out a little, it hurted really bad. Patient had never hurt in that joint before. The physician did not do any blood work or remove any fluid from the knee. It was reported that the patient was not able to drive due to being in a wheelchair since the injection and also due to knee problems. As of (B)(6) 2018 it was reported that the patient did not had infection. Corrective treatment: wheelchair for unable to walk, couldn't get up; iced the knee and took some pain medication; prednisone for the side hurt to touch/ hurt up to groin area and down her leg/ right leg was worse than left one; prednisone, rest/elevate and take anti-inflammatory drugs for knees were swollen/increased swelling/swelling/ patches of puffiness; ice, prednisone, rest/elevate and take anti-inflammatory drugs for increased pain in both knees/pain in knees/ hurt worse than prior to the injection; not reported for could feel like there was something in the joint when she walked outcome: not recovered for all events a pharmaceutical technical complaint was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: required intervention for device malfunction, the side hurt to touch/ hurt up to groin area and down her leg/ right leg was worse than left one, knees were swollen/increased swelling/swelling/ patches of puffiness, increased pain in both knees/pain in knees/ hurt worse than prior to the injection; disability for unable to walk and couldn't get up reporter causality: related for swelling and pain with injection additional information was received on 17-jan-2018. Global ptc (pharmaceutical technical complaint) was added. Text was amended accordingly. Follow up was received on 17-jan-2018. No new information received. Additional information was received on 09-apr-2018 from the nurse. The additional batch/lot number of suspect product was added. The event verbatim was updated from "knees were swollen" to "knees were swollen/increased swelling" and its onset date was updated to 16-nov-2017. The medical history and concomitant medications were added. Clinical course updated. Text was amended accordingly. Upon internal review on 18-apr-2018. The case was identified as duplicate of case and the information from the case (B)(4) has been merged to the case(B)(4) . The case ID:(B)(4) has been prepared for deletion. Events of unable to walk, the side hurt to touch/ hurt up to groin area and down her leg/ right leg was worse than left one, couldn't get up and could feel like there was something in the joint when she walked were added. Concomitant medication and medical history was added. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 18-apr-2018:the follow up information recieved does not change the previous case assessment. This case concerns a patient who has received synvisc one injection from the recalled lot and experienced unable to walk, pain in legs, mobility decreased knee pain and swelling of knees. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
Device malfunction [device malfunction] unable to walk [unable to walk] the side hurt to touch/ hurt up to groin area and down her leg/ right leg was worse than left one [pain legs] couldn't get up [mobility decreased] knees were swollen/increased swelling/swelling/ patches of puffiness [swelling of knees] increased pain in both knees/pain in knees/ hurt worse than prior to the injection [knee pain] ([condition worsened]) could feel like there was something in the joint when she walked [discomfort in joints]. Case narrative: this case is cross referenced with case: (B)(4). This unsolicited case from united states was received on 08-dec-2017 from a nurse. This case concerns 76 year old female patient who received treatment with synvisc one and after 7 days of receiving injection patient had increased increased pain in both knees/pain in knees/ hurt worse than prior to the injection and knees were swollen/increased swelling/swelling/ patches of puffiness; and after unknown latency had the side hurt to touch/ hurt up to groin area and down her leg/ right leg was worse than left one stay in a wheelchair and could feel like there was something in the joint when she walked after 1 day couldn't get up. Also after unknown latency, patient was unable to walk, had pain in knees after 1 day. Also device malfunction was identified for the reported lot number. No concurrent condition was provided. The patient's medical history included anxiety, hypertension, high cholesterol, hernia and thyroid. The patient had allergy to codeine, sulfa (drug allergy) and iodinated contrast. The patient's concomitant medications included omeprazole, amlodipine, benazepril, furosemide, levothyroxine sodium (synthroid), hydrocodone bitartrate/paracetamol (norco), isosorbide, glyceryl trinitrate (nitrostat), sertraline hydrochloride (sertraline), rosuvastatin. Patient had a hip x-ray previously and everything was fine. Patient had osteo in back and underwent triple bypass two years ago (2016). Patient was not on any prior immunosuppressants and not allergic to any avian products, but was allergic to sulfa. Patient also received celecoxib (celebrex) and acetylsalicylic acid (aspirin) for back pain. On (B)(6) 2017 , the patient initiated treatment with intra-articular synvisc one injection at a dose of 1 df once (batch/lot number: 7rsl021, expiry date: unknown; batch/lot number: 7rsl019; expiry date: 01-may-2020) for bilateral knee arthritis. The physician provided the syringe in the office. Patient did not think anything else was injected that day, but the area was cleaned and they may have sprayed it with something to deaden the area. On (B)(6) 2017 1 day after the injection, pain started in knees and legs. Patient was using wheelchair all weekend and was unable to walk on an unknown date in (B)(6) 2017 (latency: unknown). On an unknown date in (B)(6) 2017 next morning after the injection, patient couldn't get up. On (B)(6) 2017 , patient was advised to continue ice. On (B)(6) 2017 7 days after receiving synvisc one injection, patient called the office complaining that both knees had increased pain, swelling and hurt worse than prior to the injection and they were swollen. Patient had some swelling (circumference unknown) and when she touched the side it hurt to touch. It would be a 10 on pain scale of 0-10. Patient did not had any redness or warmth to the area. Patient could feel like there was something in the joint when she walked. It hurt up to her groin area and down her leg. The right leg was worse than the left one. Patient never had that kind of pain before. Patient iced the knee and took some pain medication. The pain medication didn't touch it. The patient's knees were swollen. The patient went to the emergency room (ER) due to pain. Patient was told to continue to rest/elevate, take anti-inflammatory drugs, use ice if not better (swelling redness drainage call back). The treatment with synvisc one was discontinued due to event. The swelling and pain were related to injection. On an unknown date in (B)(6) 2017 , patient had to stay in a wheelchair after that and continued to be in a wheelchair. On monday morning, patient called the office and was told to just ice the knees. Patient had already been doing this. It was reported that the pain was so severe that patient went to doctor on (B)(6) 2017 , who gave her prednisone 40 mg morning and evening to take for 10 days. Prednisone relieved it a little, but it had been horrible. Patient was on celebrex and aspirin for previous back pain, but her physician told her not to take these while on the prednisone. After the 11 days, patient called her physician back because the day after her last dose of prednisone, the pain returned and patient was allowed to take the prednisone for 8 more days. It was reported that the patient suffered for 2 solid months and was still in pain. It felt like something was in there. Patient still had patches of puffiness. When patient sat on the toilet with her leg pulled out a little, it hurted really bad. Patient had never hurt in that joint before. The physician did not do any blood work or remove any fluid from the knee. It was reported that the patient was not able to drive due to being in a wheelchair since the injection and also due to knee problems. As of (B)(6) 2018, it was reported that the patient did not had infection. Corrective treatment: wheelchair for unable to walk, couldn't get up; iced the knee and took some pain medication; prednisone for the side hurt to touch/ hurt up to groin area and down her leg/ right leg was worse than left one; prednisone, rest/elevate and take anti-inflammatory drugs for knees were swollen/increased swelling/swelling/ patches of puffiness; ice, prednisone, rest/elevate and take anti-inflammatory drugs for increased pain in both knees/pain in knees/ hurt worse than prior to the injection; not reported for could feel like there was something in the joint when she walked outcome: not recovered for all events. A pharmaceutical technical complaint was initiated with global ptc number:(B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot 7rsl019 expiration date may-2020 was reviewed. The investigation showed that the product met specifications. No associated nonconformances were noted. Based on the lot batch record review & lot frequency analysis for lot 7rsl019 no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for device malfunction, the side hurt to touch/ hurt up to groin area and down her leg/ right leg was worse than left one, knees were swollen/increased swelling/swelling/ patches of puffiness, increased pain in both knees/pain in knees/ hurt worse than prior to the injection; disability for unable to walk and couldn't get up reporter causality: related for swelling and pain with injection. Additional information was received on 17-jan-2018. Global ptc (pharmaceutical technical complaint) was added. Text was amended accordingly. Follow up was received on 17-jan-2018. No new information received. Additional information was received on 09-apr-2018 from the nurse. The additional batch/lot number of suspect product was added. The event verbatim was updated from "knees were swollen" to "knees were swollen/increased swelling" and its onset date was updated to 16-nov-2017. The medical history and concomitant medications were added. Clinical course updated. Text was amended accordingly. Upon internal review on (B)(6) 2018. The case was identified as duplicate of case and the information from the case (B)(4) has been merged to the case (B)(4). The case ID:(B)(4),has been prepared for deletion. Events of unable to walk, the side hurt to touch/ hurt up to groin area and down her leg/ right leg was worse than left one, couldn't get up and could feel like there was something in the joint when she walked were added. Concomitant medication and medical history was added. Clinical course was updated and text amended accordingly. Additional information was received on 08-may-2018. Investigation summary and global ptc number for lot number 7rsl019 was added. Follow up was received on 09-may-2018. No new information was received.

Event description:
Device malfunction [device malfunction] . Unable to walk/impossible to walk [unable to walk]. The side hurt to touch/ hurt up to groin area and down her leg/ right leg was worse than left one/pain in entire right thigh and groin area [pain legs]. Couldn't get up [mobility decreased]. Knees were swollen/increased swelling/swelling/ patches of puffiness [swelling of knees] . Increased pain in both knees/pain in knees/ hurt worse than prior to the injection [arthralgia aggravated]. Unable to stand [difficulty in standing]. Could feel like there was something in the joint when she walked [discomfort in joints] potassium low [potassium low] . Anion gap high [anion gap high] . Creatinine low [creatinine low] . Foul smelling urine [urine odor foul] . Case narrative: this case is cross referenced with case: (B)(4). This unsolicited case from united states was received on (B)(6) 2017 from a nurse. This case concerns 76 year old female patient who received treatment with synvisc one and after 7 days of receiving injection patient had increased pain in both knees/pain in knees/ hurt worse than prior to the injection and knees were swollen/increased swelling/swelling/ patches of puffiness; and after unknown latency had the side hurt to touch/ hurt up to groin area and down her leg/ right leg was worse than left one stay in a wheelchair and could feel like there was something in the joint when she walked after 1 day couldn't get up. Also after unknown latency, unable to walk/impossible to walk, had pain in knees after 1 day, strong smelling urine, unable to stand, pain in entire right thigh and groin area, creatinine low, potassium low, anion gap high. Also device malfunction was identified for the reported lot number. The patient's medical history included anxiety, high cholesterol, hernia and thyroid. The patient had allergy to codeine, sulfa (drug allergy), iodinated contrast, obesity, sciatica, hypothyroidism, agitated depression, herpes simplex type 1, infection, fracture, heartburn, fibrocystic breast, cervical spondylosis, edema, menopausal syndrome, arthritis, arrhythmia, allergic rhinitis, shortness of breath, pain in rt hip, vitamin d deficiency, non-smoker, back pain. Surgical history of foot surgery, hand surgery, hysterectomy, coronary artery bypass. Family history of hypertension, cancer breast, cardiovascular disease/heart disease, osteoporosis, diabetes mellitus. Patient had osteo in back and underwent triple bypass two years ago (2016). Patient was not on any prior immunosuppressants and not allergic to any avian products, but was allergic to sulfa. Patient also received celecoxib (celebrex) and acetylsalicylic acid (aspirin) for back pain. Concomitant medications included omeprazole, amlodipine (norvasc), benazepril (lotensin), furosemide, levothyroxine sodium (synthroid), hydrocodone bitartrate/paracetamol (norco), isosorbide, glyceryl trinitrate (nitrostat), sertraline hydrochloride (sertraline), rosuvastatin, calcium carbonate, ergocalciferol (oscal 500 + d); furosemide (lasix [furosemide]); gabapentin and cyanocobalamin. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection at a dose of 1 df once (batch/lot number: 7rsl021, expiry date: unknown; batch/lot number: 7rsl019; expiry date: 01-may-2020) for bilateral knee arthritis. The physician provided the syringe in the office. Patient did not think anything else was injected that day, but the area was cleaned and they may have sprayed it with something to deaden the area. On (B)(6) 2017, 1 day after the injection, pain started in knees and legs. Patient was using wheelchair all weekend and was unable to walk on an unknown date in (B)(6) 2017 (latency: unknown). Next morning after the injection, patient couldn't get up. On (B)(6) 2017, two days after receiving the injection, patient had pain in entire right thigh and groin area following the injection, which made it impossible for her to walk. On (B)(6) 2017, patient was advised to continue ice. On (B)(6) 2017, 7 days after receiving synvisc one injection, patient called the office complaining that both knees had increased pain, swelling and hurt worse than prior to the injection and they were swollen. Patient had some swelling (circumference unknown) and when she touched the side it hurt to touch. It would be a 10 on pain scale of 0-10. Patient did not had any redness or warmth to the area. Patient could feel like there was something in the joint when she walked. It hurt up to her groin area and down her leg. The right leg was worse than the left one. Patient never had that kind of pain before. Patient iced the knee and took some pain medication. The pain medication didn't touch it. The patient's knees were swollen. The patient went to the emergency room (ER) due to pain. Patient was told to continue to rest/elevate, take anti-inflammatory drugs, use ice if not better (swelling redness drainage call back). The treatment with synvisc one was discontinued due to event. The swelling and pain were related to injection. On an unknown date in (B)(6) 2017, patient had to stay in a wheelchair after that and continued to be in a wheelchair. On monday morning, patient called the office and was told to just ice the knees. On (B)(6) 2017, patient reported to the clinic for follow up for her chronic hip pain and mentioned she had a fall yesterday and her legs gave out, as a result of which she had a contusion on her back. Further, an x-ray for the same was performed which revealed that the patient did not have any acute abnormalities. Patient had already been doing this. It was reported that the pain was so severe that patient went to doctor on (B)(6) 2017, who gave her prednisone 40 mg morning and evening to take for 10 days. Prednisone relieved it a little, but it had been horrible. Patient was on celebrex and aspirin for previous back pain, but her physician told her not to take these while on the prednisone. After the 11 days, patient called her physician back because the day after her last dose of prednisone, the pain returned and patient was allowed to take the prednisone for 8 more days. It was reported that the patient suffered for 2 solid months and was still in pain. It felt like something was in there. Patient still had patches of puffiness. When patient sat on the toilet with her leg pulled out a little, it hurted really bad. Patient had never hurt in that joint before. The physician did not do any blood work or remove any fluid from the knee. It was reported that the patient was not able to drive due to being in a wheelchair since the injection and also due to knee problems. On (B)(6) 2017, patient presented to the clinic for follow up of her right knee and was unable to stand (latency: 1 month 10 days) and was in a wheelchair. She further reported she had constant leg pain and requested to be administered steroid injections. As of (B)(6) 2018, it was reported that the patient did not had infection. On (B)(6) 2018, patient reported for follow up of her right knee pain and right hip pain. She rated her pain 8 on a scale of 10. An x-ray of her right knee was conducted which revealed decreased joint space medially and subpatella with lateral displacement of patella. On (B)(6) 2018, patient reported again for follow up and was administered an injection in her right knee for pain. A solution of 1% lidocaine, 0.5% marcaine, 80 mg/ml depomedrol was drawn and injected using aseptic technique. The patient was scheduled for her next follow up in two weeks. On (B)(6) 2018, patient reported for her preop clearance and urine check for left total knee replacement. She complained of strong smelling urine (latency: few months) since the past one week. Her lab reports revealed anion gap high was 19 (reference range: 6-15) (latency: 4 months 12 days) and potassium low was 3.2 mmol/l (reference range: 3.4-5.5) (latency: 4 months 12 days), creatinine low was 0.5 mg/dl (reference range: 0.6-1.4) (latency: 4 months 12 days). Corrective treatment: wheelchair for unable to stand, unable to walk/impossible to walk, couldn't get up; iced the knee and took some pain medication; prednisone for the side hurt to touch/ hurt up to groin area and down her leg/ right leg was worse than left one; prednisone, rest/elevate and take anti-inflammatory drugs for knees were swollen/increased swelling/swelling/ patches of puffiness; ice, prednisone, rest/elevate and take anti-inflammatory drugs for increased pain in both knees/pain in knees/ hurt worse than prior to the injection; not reported for could feel like there was something in the joint when she walked. Outcome: not recovered for all events; unknown for strong smelling urine, unable to stand, pain in entire right thigh and groin area, creatinine low, potassium low, anion gap high; recovering for increased pain in both knees/pain in knees/ hurt worse than prior to the injection. Seriousness criteria: required intervention for device malfunction, the side hurt to touch/ hurt up to groin area and down her leg/ right leg was worse than left one, knees were swollen/increased swelling/swelling/ patches of puffiness, increased pain in both knees/pain in knees/ hurt worse than prior to the injection; disability for unable to walk and couldn't get up and unable to stand. Reporter causality: related for swelling and pain with injection. A pharmaceutical technical complaint was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot 7rsl019 expiration date may-2020 was reviewed. The investigation showed that the product met specifications. No associated nonconformances were noted. Based on the lot batch record review & lot frequency analysis for lot 7rsl019 no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 17-jan-2018. Global ptc (pharmaceutical technical complaint) was added. Text was amended accordingly. Follow up was received on(B)(6) 2018. No new information received. Additional information was received on 09-apr-2018 from the nurse. The additional batch/lot number of suspect product was added. The event verbatim was updated from "knees were swollen" to "knees were swollen/increased swelling" and its onset date was updated to (B)(6) 2017. The medical history and concomitant medications were added. Clinical course updated. Text was amended accordingly. Upon internal review on (B)(6) 2018. The case was identified as duplicate of case and the information from the case(B)(4) has been merged to the case (B)(4) . The case ID:(B)(4) has been prepared for deletion. Events of unable to walk, the side hurt to touch/ hurt up to groin area and down her leg/ right leg was worse than left one, couldn't get up and could feel like there was something in the joint when she walked were added. Concomitant medication and medical history was added. Clinical course was updated and text amended accordingly. Additional information was received on 08-may-2018. Investigation summary and global ptc number for lot number 7rsl019 was added. Follow up was received on (B)(6) 2018. No new information was received. Additional information received on 07-feb-2019 from lawyer. Case classification of legal added. Medical history of obesity, sciatica, hypothyroidism, agitated depression, herpes simplex type 1, infection, fibrocystic breast, cervical spondylosis, edema, menopausal syndrome, arthritis, arrhythmia, allergic rhinitis, vitamin d deficiency, non-smoker. Surgical history of foot surgery, hand surgery, hysterectomy, coronary artery bypass. Family history of hypertension, cancer breast, cardiovascular disease, osteoporosis, diabetes mellitus, heart disease. Concomitant medications of oscal, gabapentin, lasix and cyanocobalamin added. Events of low potassium, anion gap high, creatinine low, strong smelling urine, unable to stand, pain in entire right thigh and groin area. Verbatim updated from the side hurt to touch/ hurt up to groin area and down her leg/ right leg was worse than left one to the side hurt to touch/ hurt up to groin area and down her leg/ right leg was worse than left one/pain in entire right thigh and groin area and for unable to walk to unable to walk/ impossible for her to walk. Clinical course updated. Text amended accordingly.